Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that the screen of the patient¿s liberty select cycler went blank during step 3 of setup. They attempted to resolve the issue by rebooting the cycler, but the screen remained blank. The ok and stop keys lit up, but the screen was blank. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. They were also advised to notify the patient¿s pd registered nurse (pdrn) of the replacement. It was confirmed that the patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy. The caller indicated that the patient had capd/manual supplies to last for seven days. They said the patient would use capd supplies to complete pd therapy. Additional information was requested, however, to date a response has not been received. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. An internal inspection of the cycler found evidence of an internal short and scorch marks present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.